Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge, with the potential for forward firing, confirming the reported clinical observation. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, three fibers were attempted to use. The first fiber had no aiming beam and sent the laser into standby mode after 43,659 joules and 5:06min of use. A second fiber was opened but the vaporization stopped and the laser went into standby mode after 12,098 joules and 01:35min of use. A third fiber was opened but the vaporization failed and the console when into standby after 61,651 joules and 9:02min of use. The physician decided to switch to transurethral resection of prostate (turp). The procedure was completed without patient injury. The fiber was returned for analysis and the testing conducted identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge, with the potential for forward firing. This complaint corresponds to the second fiber.